Event description:
It was reported while using bd 10ml syringe the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after drawing medicine from a 10ml syringe, an abnormal discharge from the tip of the needle was found during the venting process, dispersing the liquid in both left and right directions.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 301947 and lot number 2109153. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained needle samples of the same lot number were obtained from the manufacturing facility. The retained needles were assembled with a discardit 2ml syringe and liquid was found to move normally through the cannulas with no signs of clogging or defect. Based on the investigation results, an exact cause could not be determined for this reported incident. The needles are inspected for occlusion as part of the in-process inspections during assembly. During the cannula assembly process, needles are inspected through use of a camera system. The camera senses a light source positioned on the opposite end of the needle. If the camera does not sense the light source, an occlusion may be present, and the needle is automatically rejected. Additional inspections for occlusion are also completed after assembly and prior to the release of each lot manufactured. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd 10ml syringe the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after drawing medicine from a 10ml syringe, an abnormal discharge from the tip of the needle was found during the venting process, dispersing the liquid in both left and right directions.